Event description:
Problem in her back with a thoracic disk. [Intervertebral disc disorder] autoimmune problems [autoimmune disorder nos] had to use walker to walk for 3 weeks [difficulty in walking] pain started to developed in the knee/pain was rated as 20 [knee pain] ([condition aggravated], [radiating pain]) pressing on my sciatic nerve [nerve compression] patient¿s low blood pressure shot up to over 200 [blood pressure increased] patient was shaking [shaking] drenched in sweat [sweating] herniated disc in mid-back [herniated disc] right knee is four inches larger than left knee [swelling of r knee] effusion [knee effusion] case narrative: initial information received on 20-sep-2018 regarding an unsolicited valid serious case received from patient's husband from united states. This case involves a 60 years old female patient who experienced problem in her back with a thoracic disk (unknown latency) and pain started to developed in the knee/pain was rated as 20, horrible reaction (latency- 3 days), pressing on my sciatic nerve, autoimmune problems, right knee is four inches larger than left knee, effusion (latency: unknown) while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Also after few days, patient had had to use walker to walk for 3 weeks, after 7 days had patient's low blood pressure shot up to over 200, patient was shaking, drenched in sweat and herniated disc in mid-back. The patient's past medical treatment included synvisc one in 2013 with right knee that helped arthritis pain. The patient's past medical history, vaccination(s) and family history were not provided. Patient suffered chronic pain from rheumatoid arthritis and fibromyalgia. At the time of the event, the patient had ongoing rheumatoid arthritis and fibromyalgia. On 31-aug-2018, the patient took hylan g-f 20, sodium hyaluronate, injection once via intra-articular route for osteoarthritis (batch: 8rsl026, exp: 31-mar-2021) in both knees. It was the first shot for left knee and the second time for right knee. There was no problem at all with the initial injection to the left knee. The knees felt better for about 3 days. On 03-sep-2018, three days after receiving the injection, the patient had horrible reaction to synvisc one in knee and developed arthralgia/pain radiating from the right knee injection site to hip/ pain travelled knee in the back (pain) and pain got so intense (condition aggravated). It felt like it was traveling up the sciatic nerve. It felt like my sciatic nerve was on fire. Then it eventually radiated back down the inside of leg to knee. On a scale of 1 to 10, pain was rated as 20. The only visible symptoms were right knee swelled up four inches larger than left knee and patient could no longer stand or walk. Patient had the worst pain that she ever experienced with the right knee injection. Effusions showed up on the MRI and the effusion was pressing on my sciatic nerve. The patient didn't have a fever but had a lot of autoimmune problems (onset date: unknown) and she thinks that may have triggered a reaction. It wasn't red. Patient had pain gradually up my leg from her knee, had constant pain ever since and swelling. On an unknown date in 2018, patient also had to use walker to walk for 3 weeks. On 07-sep-2018, the pain got so intense that the patient's husband had to call the ambulance to take her to the hospital. In emergency room, patient's low blood pressure shot up to over 200, and patient was shaking and drenched in sweat and patient was then given dilaudid and morphine. By then, pain ramped up to an unmanageable level. Patient believed that this was some rare sort of hyperalgesia state secondary to severe fibromyalgia, which she had been suffering from years. Patient was admitted to the hospital and continued to receive minimal pain meds. Patient was also given physical therapy which did not helped. On 12-sep-2018, patient was transferred to another hospital. Patient's blood pressure (bp) was so high and the ambulance crew hesitated to take the patient. Patient was put in the 9th floor trauma unit and seen by the acute pain management team. Finally patient received adequate pain relief being put on an IV ketamine drip, IV dilaudid every four hours, plus oxycodone, a lidocaine patch on my knee, a fentanyl patch on my shoulder, and maximum doses of tylenol around the clock. In ten days the pain gradually subsided. It required two weeks hospitalization in a pain trauma unit to subside and several weeks of therapy to regain the use of right leg. Her ortho doctor refuses to acknowledge that it came from synvisc. She was discharged under pain management. Patient was in 2 hospitals from 07-sep-2018 to 21-sep-2018. Patient had since weaned off oxycodone, muscle relaxants, and gabapentin. Although the pain was better, it had by no means disappeared. Patient had to take maximum doses of tylenol and advil around the clock for weeks. Patient used a tens unit, as well as heat and cold therapy. She completed several weeks of physical therapy and could now walk without a walker. Also reported that two months later, patient still had some pain and trouble walking and standing over 5 minutes. On an unknown date, the neurologists ordered computerised tomography (CT) scans and magnetic resonance imaging (MRI's) which revealed a herniated disc in mid-back. The neurosurgeon gave her a epidural steroid shot between t10 and t11 which did absolutely nothing for the pain in knee. Two weeks lying flat on my back in bed severely weakened the patient. A product technical complaint was initiated on 26-sep-2018 for synvisc one with global ptc number 55670 the production and quality control documentation for lot # 8rsl026 expiration date (2021-03-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl026 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 26-sep-18 there was only 1 complaint on file for lot # 8rsl026 and all related sublots. 1 complaint was on file for lot# 8rsl026: (1) adverse event report. Sanofi will continue to monitor complaints to determine if a CAPA was required. Corrective treatment- hydromorphone hydrochloride (dilaudid), heat and cold therapy, morphine, gabapentin, muscle relaxant, physical therapy, oxycodone along with another IV pain medication, ketamine, fentanyl patch, lidocaine patch, and oxycontin for pain started to developed in the knees and steroid shot between t10 and t11 for problem in her back with a thoracic disk; not reported for other events. Outcome: recovering for pain started to develop in the knees; unknown for other events seriousness criteria: intervention required for problem in her back with a thoracic disk and hospitalization for pain started to develop in the knee, horrible reaction; medically significant for autoimmune problems, disability for had to use walker for 3 weeks. Additional information was received on 24-sep-2018 from the patient. Patient birthdate was updated. Suspect batch number and expiration dates were added. New event of horrible reaction, pressing on my sciatic nerve, autoimmune problems, right knee is three inches larger than left knee, effusion were added. Outcome of pain started to develop in the knee was updated to recovering. Additional information was received on 28-sep-2018. Ptc results received and processed. Global ptc number added. Follow up information was received on 26-sep-2018. No new information received. Additional information was received on 29-nov-2018 from patient. Additional event of had to use walker to walk for 3 weeks, patient was shaking, drenched in sweat and herniated disc in mid-back were added along with details. Event term pain started to developed in the knee was updated to pain started to developed in the knee/pain was rated as 20 and onset date was updated from sep-2018 to 03-sep-2018. Event term right knee is three inches larger than left knee was updated to right knee is four inches larger than left knee. The symptom term it traveled up sciatica to her hip/ pain travelled knee in the back was updated to it traveled up sciatica to her hip/ pain travelled knee in the back/radiated back down the inside of leg to knee. Hospitalization dates were added. Morphine, gabapentin, muscle relaxant, heat and cold therapy and physical therapy was added as treatment for arthralgia. Event of horrible reaction was deleted. Clinical course was updated and text was amended accordingly.

Event description:
Problem in her back with a thoracic disk. [Intervertebral disc disorder] autoimmune problems [autoimmune disorder nos] had to use walker to walk for 3 weeks [difficulty in walking] pain started to developed in the knee/pain was rated as 20/ unrelenting pain that travelled up sciatic nerve to hip [joint pain] ([condition aggravated], [radiating pain]) pressing on my sciatic nerve/ peroneal nerve compresion [nerve compression] patient¿s low blood pressure shot up to over 200 [blood pressure increased] patient was shaking [shaking] drenched in sweat [sweating] herniated disc in mid-back [herniated disc] right knee is four inches larger than left knee [swelling of r knee] effusion [knee effusion] left knee was fine, though not improved afterward [therapeutic response decreased]. Case narrative: initial information received on 20-sep-2018 regarding an unsolicited valid serious case received from patient's husband from united states. This case involves a 60 years old female patient who experienced problem in her back with a thoracic disk (unknown latency) and pain started to developed in the knee/pain was rated as 20/ unrelenting pain that travelled up sciatic nerve to hip, horrible reaction (latency- 3 days), pressing on my sciatic nerve, autoimmune problems, right knee is four inches larger than left knee, effusion (latency: unknown) while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Also after few days, patient had had to use walker to walk for 3 weeks, after 7 days had patient's low blood pressure shot up to over 200, patient was shaking, drenched in sweat and herniated disc in mid-back, left knee was fine, though not improved afterward. The patient's past medical treatment included synvisc one in 2013 with right knee that helped arthritis pain. The patient's past medical history, vaccination(s) and family history were not provided. Patient suffered chronic pain from rheumatoid arthritis and fibromyalgia. At the time of the event, the patient had ongoing rheumatoid arthritis and fibromyalgia. On (B)(6) 2018, the patient took hylan g-f 20, sodium hyaluronate, injection once via intra-articular route for osteoarthritis (batch: 8rsl026, exp: 31-mar-2021) in both knees. It was the first shot for left knee and the second time for right knee. There was no problem at all with the initial injection to the left knee though not improved afterward. The knees felt better for about 3 days. On (B)(6) 2018, three days after receiving the injection, the patient had horrible reaction to synvisc one in knee and developed arthralgia/pain radiating from the right knee injection site to hip/ pain travelled knee in the back (pain) and pain got so intense (condition aggravated). It felt like it was traveling up the sciatic nerve. It felt like my sciatic nerve was on fire. Then it eventually radiated back down the inside of leg to knee. On a scale of 1 to 10, pain was rated as 20. The only visible symptoms were right knee swelled up four inches larger than left knee and patient could no longer stand or walk. The pain travelled up the sciatic nerve to the hip. Patient had the worst pain that she ever experienced with the right knee injection. Effusions showed up on the MRI and the effusion was pressing on my sciatic nerve. The patient didn't have a fever but had a lot of autoimmune problems (onset date: unknown) and she thinks that may have triggered a reaction. It wasn't red. Patient had pain gradually up my leg from her knee, had constant pain ever since and swelling. On an unknown date in 2018, patient also had to use walker to walk for 3 weeks. On 07-sep-2018, the pain got so intense that the patient's husband had to call the ambulance to take her to the hospital. In emergency room, patient's low blood pressure shot up to over 200, and patient was shaking and drenched in sweat and patient was then given dilaudid and morphine. By then, pain ramped up to an unmanageable level. Patient believed that this was some rare sort of hyperalgesia state secondary to severe fibromyalgia, which she had been suffering from years. Patient was admitted to the hospital and continued to receive minimal pain meds. Patient was also given physical therapy which did not helped. On (B)(6) 2018, patient was transferred to another hospital. Patient's blood pressure (bp) was so high and the ambulance crew hesitated to take the patient. Patient was put in the 9th floor trauma unit and seen by the acute pain management team. Finally patient received adequate pain relief being put on an IV ketamine drip, IV dilaudid every four hours, plus oxycodone, a lidocaine patch on my knee, a fentanyl patch on my shoulder, and maximum doses of tylenol around the clock. In ten days the pain gradually subsided. It required two weeks hospitalization in a pain trauma unit to subside and several weeks of therapy to regain the use of right leg. Her ortho doctor refuses to acknowledge that it came from synvisc. She was discharged under pain management. Patient was in 2 hospitals from(B)(6) 2018 to (B)(6) 2018. Patient had since weaned off oxycodone, muscle relaxants, and gabapentin. Although the pain was better, it had by no means disappeared. Patient had to take maximum doses of tylenol and advil around the clock for weeks. Patient used a tens unit, as well as heat and cold therapy. She completed several weeks of physical therapy and could now walk without a walker. Also reported that two months later, patient still had some pain and trouble walking and standing over 5 minutes. On an unknown date, the neurologists ordered computerised tomography (CT) scans and magnetic resonance imaging (MRI's) which revealed a herniated disc in mid-back. The neurosurgeon gave her a epidural steroid shot between t10 and t11 which did absolutely nothing for the pain in knee. Two weeks lying flat on my back in bed severely weakened the patient. Recently, patient was told by a doctor that the injection might have caused compression of peroneal nerve. Since there is a tunnel in the knee joint before the peroneal nerve joins the sciatic nerve, it could had been the cause of pain. Patient did not think that problem was with the synvisc one injection, but was with the physician who injected it or the place it was injected. A product technical complaint was initiated on (B)(6) 2018 for synvisc one with global ptc number (B)(4). The production and quality control documentation for lot # 8rsl026 expiration date (2021-03-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl026 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 26-sep-18 there was only 1 complaint on file for lot # 8rsl026 and all related sublots. 1 complaint was on file for lot# 8rsl026: (1) adverse event report. Sanofi will continue to monitor complaints to determine if a CAPA was required. Corrective treatment- hydromorphone hydrochloride (dilaudid), heat and cold therapy, morphine, gabapentin, muscle relaxant, physical therapy, oxycodone along with another IV pain medication, ketamine, fentanyl patch, lidocaine patch, and oxycontin for pain started to developed in the knees and steroid shot between t10 and t11 for problem in her back with a thoracic disk; not reported for other events. Outcome: recovered for pain started to developed in the knee/pain was rated as 20/ unrelenting pain that travelled up sciatic nerve to hip; unknown for other events except left knee was fine, though not improved afterward seriousness criteria: intervention required for problem in her back with a thoracic disk and hospitalization for pain started to developed in the knee/pain was rated as 20/ unrelenting pain that travelled up sciatic nerve to hip, horrible reaction; medically significant for autoimmune problems, disability for had to use walker for 3 weeks. Reporter causality: patient did not think that problem was with the synvisc one injection, but was with the physician who injected it or the place it was injected (reporter causality updated for right knee is four inches larger than left knee, pain started to developed in the knee/pain was rated as 20/ unrelenting pain that travelled up sciatic nerve to hip, had to use walker to walk for 3 weeks) additional information was received on 24-sep-2018 from the patient. Patient birthdate was updated. Suspect batch number and expiration dates were added. New event of horrible reaction, pressing on my sciatic nerve, autoimmune problems, right knee is three inches larger than left knee, effusion were added. Outcome of pain started to develop in the knee was updated to recovering. Additional information was received on 28-sep-2018. Ptc results received and processed. Global ptc number added. Follow up information was received on 26-sep-2018. No new information received. Additional information was received on 29-nov-2018 from patient. Additional event of had to use walker to walk for 3 weeks, patient was shaking, drenched in sweat and herniated disc in mid-back were added along with details. Event term pain started to developed in the knee was updated to pain started to developed in the knee/pain was rated as 20 and onset date was updated from (B)(6) 2018. Event term right knee is three inches larger than left knee was updated to right knee is four inches larger than left knee. The symptom term it traveled up sciatica to her hip/ pain travelled knee in the back was updated to it traveled up sciatica to her hip/ pain travelled knee in the back/radiated back down the inside of leg to knee. Hospitalization dates were added. Morphine, gabapentin, muscle relaxant, heat and cold therapy and physical therapy was added as treatment for arthralgia. Event of horrible reaction was deleted. Clinical course was updated and text was amended accordingly. Additional information was received on 03-jan-2019 from patient: reporter causality added. Event added: left knee was fine, though not improved afterward. Event verbatim of pain started to developed in the knee/pain was rated as 20 was updated to pain started to developed in the knee/pain was rated as 20/ pain travelled up to hip and its outcome was updated from recovering to recovered. Event of pressing on my sciatic nerve/ peroneal nerve compression was updated to pressing on my sciatic nerve. Clinical course was updated and text was amended accordingly.

Event description:
Problem in her back with a thoracic disk. [Intervertebral disc disorder]. Pain started to developed in the knees [knee pain] ([condition aggravated], [radiating pain]). Autoimmune problems [autoimmune disorder nos]. Horrible reaction to synvisc in knee [adverse reaction] . Pressing on my sciatic nerve [nerve compression] . Right knee is three inches larger than left knee [swelling of r knee]. Effusion [knee effusion] case narrative: initial information received on 20-sep-2018 regarding an unsolicited valid serious case received from patient's husband. This case involves a (B)(6) female patient who experienced problem in her back with a thoracic disk (unknown latency) and pain started to develop in the knee, horrible reaction (latency- 3 days), pressing on my sciatic nerve, autoimmune problems, right knee is three inches larger than left knee, effusion (latency: unknown) while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment included synvisc one in 2013 with right knee. The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing rheumatoid arthritis and fibromyalgia. On (B)(6) 2018, the patient took synvisc one (hylan g-f 20, sodium hyaluronate), injection once via intra-articular route for osteoarthritis (batch: 8rsl026, exp: 31-mar-2021). The patient's husband reported that the knees felt better for about 3 days and then in (B)(6) 2018, the patient started to developed in the knee (arthralgia) with the pain traveling up sciatica to her hip/ pain travelled knee in the back (pain) and pain got so intense (condition aggravated). The pain got so intense that the consumers husband had to call the ambulance to take her to the hospital. On (B)(6) 2018, three days after receiving the injection, the patient had horrible reaction to synvisc in knee. On an unknown date, the patient had problem in her back with a thoracic disk. (Intervertebral disc disorder) following the hylan g-f 20 and sodium hyaluronate. The neurosurgeon gave her a steroid shot between t10 and t11. This event was leading to intervention. The husband stated that his wife had no history of back pain and within 3 days the pain traveled up the knee in the back. On an unknown date in 2018, the patient the patient reported that she spent over a week in the pain trauma unit and is a state of suspension now. Her ortho doctor refuses to acknowledge that it came from synvisc. She was discharged under pain management. The patient reported that she doesn't think she can tolerate this pain for that long. This was her third synvisc shot and this third shot was the shot from hell. The patient had a double injection of the synvisc-one. On an unknown date in (B)(6) 2018, the patient's right knee was three inches larger than her left knee. Her left knee was fine. Effusions showed up on the MRI and the effusion was pressing on my sciatic nerve. The patient didn't have a fever but had a lot of autoimmune problems and she thinks that may have triggered a reaction. It wasn't red. The reaction started three days after the injection. I had pain gradually up my leg from her knee. It traveled up the sciatic nerve to her hip. It felt like my sciatic nerve was on fire. I have had constant pain ever since and swelling. I have read hundreds of reports about synvisc. The patient has been in pain for 20 years. The patient was moved to the pain management area of the hospital and was given ketamine and dilaudid and fentanyl patch, lidocaine patch, and oxycontin. Therapy just aggravated it. On an unknown date in (B)(6) 2018, her pain was getting better. No further information was provided. Final diagnosis was pain started to develop in the knee and problem in her back with a thoracic disk, horrible reaction, pressing on my sciatic nerve, autoimmune problems, right knee is three inches larger than left knee and effusion. A product technical complaint was initiated on 26-sep-2018 for synvisc one with (B)(4). The production and quality control documentation for lot # 8rsl026 expiration date (2021-03-310) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl026 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 26-sep-2018 there was only 1 complaint on file for lot # 8rsl026 and all related sublots. 1 complaint was on file for lot# 8rsl026: (1) adverse event report. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 ?product event handling? To determine if a CAPA was required. Corrective treatment- hydromorphone hydrochloride (dilaudid), oxycodone along with another IV pain medication, ketamine, fentanyl patch, lidocaine patch, and oxycontin for pain started to developed in the knees and steroid shot between t10 and t11 for problem in her back with a thoracic disk. Outcome: recovering for pain started to develop in the knees; unknown for all events. Seriousness criteria: intervention required for problem in her back with a thoracic disk and hospitalization for pain started to develop in the knee, horrible reaction; medically significant for autoimmune problems. Additional information was received on 24-sep-2018 from the patient. Patient birthdate was updated. Suspect batch number and expiration dates were added. New event of horrible reaction, pressing on my sciatic nerve, autoimmune problems, right knee is three inches larger than left knee, effusion were added. Outcome of pain started to develop in the knee was updated to recovering. Additional information was received on 28-sep-2018. Ptc results received and processed. Global ptc number added.